Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be static and not increasing despite being plugged in and charging for over one hour. The customer's blood glucose (bg) was 226 mg/dl. Reportedly, the customer reverted to an alternate insulin pump for therapy.